Event description:
It was reported during pre-op set-up the account tried to use a device but it kept giving a solid tone. As the hosp had no other hand piece on hand case was performed as an open procedure. The procedure was extended by four hours.